Event description:
Literature: faucheron jl, voirin d, badic b. Sacral nerve stimulation for fecal incontinence: causes of surgical revision from a series of 87 consecutive pts operated on in a single institution. Dis colon rectum. Nov 2010;53(11):1501-1507. Summary: the purpose of this study was to investigate the causes of surgical revision following sacral nerve stimulation in consecutive pts who had received implants. From (B)(6) 2001 to (B)(6) 2009, 123 pts (105 women) of mean (B)(6) were operated on for neurological (n=104) or idiopathic (n=19) fecal incontinence. Eighty-seven pts of 123 had a positive test and underwent stimulator implantation. Any stimulator dysfunction was prospectively studied. Among the 87 pts, 36 had surgical revision of the device for the following reasons: device-related failure due to infection, electrode displacement or breakage, and dysfunction owing to impedance increase of the system; adverse stimulation with pain; battery depletion either of generator end of life or MRI; and loss of clinical efficacy. Among the 87 pts, 21 had removal of the stimulator during f/u. Reportable event: it was reported that one pt (B)(6) (female) thought the stimulator was not working because, they presented with recurrence of incontinence. They could no longer feel the stimulation in the perineal area, even by adjusting the parameters of stimulation many times. The telemetric programmer demonstrated an impedance increase of the system. The pt underwent surgical exploration. The stimulator was still functioning and kept in the same site as the battery life was long enough. There were no obvious abnormality on the electrode or the extension cable, and connections between the first and second, and between the second and the stimulator appeared normal. A new testing was performed to find a new sacral root. A new electrode and new extension cable were connected to the previously implanted stimulator. The final diagnosis for the dysfunction was 'increase of impedance' and the authors hypothesized that this was due to fibrosis surrounding the tip of the electrode although, they could not prove it. The new system was efficient in this case. The source literature did not specify which device models were used.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time, no additional info was available, additional info has been requested.